Manufacturer narrative:
Investigation completed 01/09/2017. Method: -device history review (DHR), -trend analysis, -failure analysis. Date of manufacture: aug-2016. The DHR review was completed for selector handpiece 1523000m7, serial number (B)(4), work order (B)(4). The DHR review verified no anomalies that could be associated with the complaint incident were observed. There was no service history for the selector handpiece 1523000m7, serial number (B)(4). A minimum of 12 months¿ review of selector handpiece 1523000m7 was completed using the following key words ¿device not working¿ and the root cause ¿could not duplicate¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 16-nov-2015 to 23-dec-2016. A total of 9 complaints contained the search criteria. The complaint review can therefore be calculated as (B)(4) of procedures. Reported failure was not confirmed; during investigation the handpiece passed all incoming test without any problem, no fault was found. Conclusion: product was returned but the evaluation was unable to conclusively verify the complaint incident ¿initialization error and would not work¿ as valid. Root cause not determined; selector handpiece was verified as working within specifications, no fault was found. No corrective / preventative action is deemed necessary as the root cause of the complaint incident was not determined due to no fault found. Further incidents of this nature will be monitored for recurrence and trending purposes.

Event description:
On (B)(6) 2016 the user facility was trying to use the 1523000m7 selector 24khz neuro short hand piece when it kept alerting with an initialization error and would not work. They involved tech support and still could not bypass the error and get the hand piece to work. The ils sales specialist suggested they switch out the hand piece, which they did, and everything worked fine and the case proceeded. There was no patient contact or injury; however, the patient was prepped for surgery and the product problem caused a 30 minute delay in the surgery.